Event description:
It was reported that after a post-operative CT scan and x-rays the physician determined the lead had moved 10 millimeters ventral. When the patient¿s scalp was opened and the stimloc was observed it appeared to be in the open position. It was unknown if this was a product failure or if the surgeon did not properly close the stimloc at surgery. The lead was replaced and there were no issues with the patient.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown, serial# unknown, product type: unknown. (B)(4).